Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "during reaming of the femoral canal, the triathlon t handle broke and separated from the reamer."